Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the (B)(6) male patient's room, 13 days after the placement of the catheter in the patient's right femoral vein, the catheter migrated out of the patient's body. As a result, that catheter was removed but not replaced, instead the patient's condition is being monitored to decide on the necessity of further treatment. There was no reported delay, death, or complications to the patient. The patient is "good". See 1036844-2013-00131 for second complaint related to the same catheter being cut into two pieces.